Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc considered these phenomena could be caused by or related to following things; [positive result for the culture test]. It could not conclusively specify the root cause of this phenomenon. However omsc surmised from the following investigation result that this reported phenomenon was unlikely related to the subject device. Escherichia coli: >= 10 < 100 cfu, and pseudomonas aeruginosa: >= 10 < 100 cfu were detected from unknown area of the subject device by culture testing of the user facility after reprocessing. No growth of microorganism was confirmed from the distal end, biopsy channel, suction channel, air/water channel, or auxiliary water channel, of the subject device by culture testing by oekg after reprocessing. [The deposits were at the distal end of the subject device]. It could not conclusively specify the cause of this phenomenon, however omsc surmised the following causes based on the confirming results of the former similar cases and the instructions for safe use (IFU). Adequate brushing and water feeding were not conducted at precleaning and/or manual cleaning. Post procedure precleaning was delayed, which led to the material adhered into suction channel and remained there. Insufficient training on staff at the user facility. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Reprocessing manual: precleaning the endoscope and accessories states on precleaning immediately after procedure as follows: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel and auxiliary channel of the subject device. The testing result cleared the german guideline. (B)(4) checked the subject device and found the reportable malfunction which there were deposits at the distal end. Moreover other findings as followings; light guide/ccd cover glasses glue was porous. The bending section rubber adhesive was porous and broken. The bending section had deformed. The connecting part of the bending section and insertion tube was kinked and bulging. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as the results of multiple microbiological testing for positive by the user facility, following microbes were detected in the sample collected from the subject device as follows; [first time; (B)(6) 2021], escherichia coli: >= 10 < 100 cfu. [Second time; (B)(6) 2021], pseudomonas aeruginosa: >= 10 < 100 cfu. The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel medica medivators isa, using peracetic acid. There was no report of infection associated with this report.